Event description:
It was reported the pt has not charged his ipg in 12 months since he was incarcerated. He stated he consequently lost stimulation. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.